Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring greater than 2000 ohms. Technical services noted a gradual rise. Additionally, the sales representative was inquiring about the respiratory rate trend (rrt) feature as the trend graph has this feature programmed off however, it was still programmed on under settings. A save to disk was sent in for engineering analysis and found there is no data as the daily lead impedances qualify for lead checks for rrt. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.